Manufacturer narrative:
This report is submitted on august 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the device and subsequently underwent revision surgery to resolve the extrusion.